Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. The fse dispatched to the customer site determined that air in the dispense system was the cause of the failed system check and elevated tgabii result reported by the customer. The system check failure mode is indicative of diminished reaction vessel washing capability and is consistent with air in the dispense system as determined by the fse. Diminished vessel washing could cause falsely elevated results to be generated for sandwich assays such as tgabii. The cause of this event was confirmed to be a hardware malfunction. However, the fse replaced multiple parts which upon malfunction could cause the introduction of air into the dispense system; this event cannot be attributed to a malfunction of any single component.

Event description:
On (B)(6) 2016 the customer reported that non-reproducible elevated thyroglobulin antibody ii (tgabii) results were generated for one patient on the customer's access2 immunoassay system serial number (B)(4). The issue was identified when the initial sample was reassayed on the customer's alternate access2 immunoassay system (serial number (B)(4)) and the value generated was lower. The elevated result was released from the laboratory. The customer indicated that no change to patient treatment had occurred as a consequence. The customer reported that the sample was collected in a serum tube but did not provide processing or storage details. The customer reported that tgabii qc (quality control) values obtained on the system in question for one control level had been outside the customer's established parameters on the day of contact. The customer indicated that upon repeat with fresh qc material, qc values generated had been acceptable. The customer performed a system check which failed and a beckman coulter fse (field service engineer) was dispatched to evaluate.